Manufacturer narrative:
Device history records (DHR) was reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. One maxcore biopsy needle was returned for evaluation. Functional testing was not possible due to the received condition of the needle (incidental bend). While attempting to measure the incidental bend the cannula self-activated. An x-ray revealed incomplete cannula tang engagement, and upon disassembly it was noted that the left bumper was bent. Therefore, the investigation is confirmed for cannula self-activation. However, the investigation will remain inconclusive for the alleged priming issue as no priming issue was identified and functional testing could not be complete due to the received condition of the needle. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. This device was labeled for single use.

Event description:
This report summarizes one(1) malfunction. A review of the event indicated that model mc180 biopsy instrument reported that during preparation for a ultrasound-guided kidney biopsy, the device allegedly was unable to be primed. It was further alleged that the first slide was able to be prime intermittently, but the second slide was unable. The procedure was completed by exchanging for a new device. This report was received from one source. This event had no reported patient contact. Age, weight and gender were not reported for this patient.